Manufacturer narrative:
Updated b.4, g3, g.6, and h.2. Added additional code to h.6 health effect clinical codes. Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and procedural manual were reviewed. The physician is cautioned to not use the devices in patients with significant aortic tortuosity or disease, including abdominal aortic or thoracic aneurysm, significant atheroma of the femoral and iliac vessels, and/or ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath. Cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium, or valvular structures that may require intervention can occur during the use of the devices. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The inability to track the system through the anatomy, flex shaft damage, and difficulty withdrawing the devices were unable to be confirmed due to lack of device return or any relevant imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Per the event description, ''regarding the access vessel, the degree of calcification was severe, tortuosity was moderate-severe. There was about 90 degrees of tortuosity on the abdominal aorta (aa). The luminal diameter of the tortuosity part was about 7-8mm. Since there was also tortuosity on the right common iliac artery (cia), access from the left side was chosen...when the crimped valve part of the ds passing through the tortuosity on the aa, the stent of the crimped valve was stuck between calcifications of the greater curvature side and the lesser curvature side. While trying the ds to be pushed, the stent of the valve was stuck on the calcification on the greater curvature side. Although trying the ds to be pulled, the stent of the valve was interfered with the calcification on the lesser curvature side, and the crimped valve was about to move to the distal side of the ds. After slightly pulling the esp and applying flex, the ds was pushed again. Then, the stent of the valve could be passed through the tortuosity. However, the flex tip of the ds was stuck on the calcification on the greater curvature side and could not be passed through the tortuosity...while manipulating the ds, the esp was moved down to around the cia since the esp was not fixed by the suture in place. Since it was difficult to withdraw the ds because the stent of the valve was interfered with the calcification, the doctor pushed the ds, and the ds seemed to be advancing. However, since it was observed that the position of the stent did not move, fluoroscopy was confirmed to check around the cia, then it was found that the ds kinked at around the bifurcation of the internal iliac artery (iia). The kink was located around the middle between the flex tip and the flex wheel of the flex catheter. It was considered that the device went outside of the blood vessel...although the vessel damage was confirmed, significant decrease of the blood pressure (bp) was not observed...since it was difficult to proceed with the device tracking due to the vessel injury around cia to eia occurred, and also difficult to withdraw the ds with the valve back into the esp, a decision was made to deploy the valve just above the tortuosity on the aa.'' In this case, it was reported that there was severe calcification and moderate-severe tortuosity in the patient's vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the flex shaft can be indicative of the presence of a challenging anatomy. In order to overcome the resistance, high push force may be applied causing damage to the flex shaft as reported. In addition, patient factors such as calcification, tortuosity, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Available information suggests that patient factors (calcification, tortuosity) and procedural factors (high push force) contributed to the complaint events.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturing reports being submitted for this case.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral (tf) transcatheter aortic valve replacement (tavr) of a 23 mm sapien 3 ultra resilia (s3ur) valve under ECMO, the valve became stuck between calcification while the delivery system (ds) was being pushed through the sheath, the ds became kinked, the sheath tip tore, and vessel damage was sustained, requiring repair with an occlusion balloon and multiple stent grafts. A 14fr esheath+ (esp) was inserted from the left femoral artery (lt-fa) via a puncture. When inserting the esp, the tip of seam of the esp was about to stick in the greater curvature side of the tortuosity on the abdominal aorta (aa), although the introducer was led by a guidewire. Therefore, considering the risk while passing through the tortuosity, the tip of the esp was placed below the tortuosity. Then, a commander delivery system (ds) was inserted. When the crimped valve part of the ds passing through the tortuosity on the aa, the stent of the crimped valve was stuck between calcifications of the greater curvature side and the lesser curvature side. While trying to push the ds, the stent of the valve was stuck on the calcification on the greater curvature side. Although they tried to pull the ds, the stent of the valve was interfered with the calcification on the lesser curvature side, and the crimped valve was about to move to the distal side of the ds. After slightly pulling the esp and applying flex, the ds was pushed again. Then, the stent of the valve could be passed through the tortuosity. However, the flex tip of the ds was stuck on the calcification on the greater curvature side and could not be passed through the tortuosity, despite inserting several lunderquist guide wires. While manipulating the ds, the esp was moved down to around the common iliac artery (cia) since the esp was not fixed by the suture in place. Since it was difficult to withdraw the ds because the stent of the valve was interfered with the calcification, the doctor pushed the ds, and the ds seemed to be advancing. However, since it was observed that the position of the stent did not move, fluoroscopy was confirmed to check around the cia, then it was found that the ds kinked at around the bifurcation of the internal iliac artery (iia). It was considered that the device went outside of the blood vessel. Regarding the esp, it was considered that the tip of the esp was below the kink of the ds, and the seam of the tip was torn. Although the vessel damage was confirmed, significant decrease of the blood pressure (bp) was not observed. Since it was difficult to proceed with the device tracking, due to the vessel injury around cia to eia and withdrawal difficulty of the ds with the valve back into the esp, a decision was made to deploy the valve just above the tortuosity on the aa. After an occlusion balloon was inserted from the right leg, the s3ur valve was deployed in the aa. Then, the ds and the esp were withdrawn, and the occlusion balloon was inflated at the aa. A dryseal sheath was inserted from the right leg, and a stent graft was placed from eia to cia since damaged point could not be identified. The repair was completed without significant decrease of the bp. After that, another stent graft was placed inside the deployed s3ur valve in the aa. The ECMO was removed, and the patient left the operation room under intubation after confirming the good blood flow in the leg vessel. Two days later, a transaortic tavr was performed, and the patient received a 23 mm s3ur valve.